Event description:
It was reported that in the operating room for a new implant, the pump was opened per the instructions for use, and the outlet white washer was inspected. A small speck of unidentified debris was seen on the white washer. Due to out of box failure concerning for potential contamination, the center opened a new pump and was requesting replacement. A new pump was opened and primed without issue.

Manufacturer narrative:
Section a: patient information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.